Event description:
It was reported that a patient underwent a gynecological procedure for treatment of urinary incontinence on (B)(6) 2011 and mesh was implanted. The patient immediately suffered severe pain and other complications. She had trouble urinating, she could not walk for prolonged periods of time and had debilitating abdominal pelvic pain on an ongoing basis. The patient has sustained permanent and debilitating injuries and continues to experience problems with incontinence and prolapse. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 1/29/2016. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with d & c and removal of endometrial polyp due to sui and thickened endometrium. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.